Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
Despite the follow-up attempt, the customer did not return the device for evaluation. Therefore, the in-house contour® next gen meter with serial # (B)(6) and the in-house contour® next test strips from lot # 4fheg43a were used for in-house testing, using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour® next gen meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)) and contour® next test strips (lot # 4fheg43a) for evaluation. In-house testing was performed using the returned meter with both the returned test strips and in-house contour® next test strips (lot # 4fhe01v), using blood spiked with glucose at 135 mg/dl, as determined by the ysi instrument, in five replicates each. All test results were within fit-for-use limits. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.